Manufacturer narrative:
(B)(4) . The field events of noise and impedance anomaly were confirmed in the laboratory via review of device image. The device was tested on the bench and no anomalies were found. The cause of the reported field events could not be determined.

Event description:
It was reported the asymptomatic patient presented to the clinic with two recorded episodes of vf that were inappropriate due to lead noise. High, out of range, pacing lead impedance, and a decrease in r-wave were observed. Lead fracture was suspected. The device and lead were explanted and replaced.